Event description:
Customer alleged that the head section had a slow drift down. No injury reported.

Manufacturer narrative:
The bed was located in the shop and not being used. Technician inspected the bed. Replaced the CPR valve to resolve this issue.